Event description:
It was reported that the fiber was returned to boston scientific without a product performance allegation. Analysis of returned device identified a break along the fiber body.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually and microscopically examined, and functionally tested. A fiber body break was observed along the fiber body; jacket melting was occurred at the break location. Microscopic inspection of the fiber tip indicated it was degraded. The aim beam could not be observed due to the fiber body separation. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually and microscopically examined, and functionally tested. A fiber body break was observed along the fiber body; jacket melting was occurred at the break location. Microscopic inspection of the fiber tip indicated it was degraded. The aim beam could not be observed due to the fiber body separation. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was returned to boston scientific without a product performance allegation. Analysis of returned device identified a break along the fiber body.